Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no excessive no delivery alarms noted. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 130mg/dl. The customer treated the high with manual injection. The father did not wish to complete troubleshoot and conduct high pressure test. The father wanted the pump replaced. Troubleshoot for no delivery alarm was conducted. The father states he is a doctor and has tried all remedies for the no delivery alarm. The customer was advised the pump would be replaced and returned for analysis.